Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A patient reported that she had been suffering from blurry vision and redness for the past 4 weeks since having a glaucoma stent implanted in her eye. The patient complained she was unable to read the letters off the snellen chart and she has a myopic shift in her glasses prescription. Her doctor has advised that it was normal and that there was nothing to worry about but the patient still has doubts. Additional information has been requested.